Event description:
It was reported that during manipulation in a band procedure, the back of the balloon came slightly off the tab. A new band was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
Information anticipated, but unavailable at this time.